Manufacturer narrative:
Heartsine evaluated the returned device and determined that the inability of the device to switch on was not attributed to the impact described in the report details. The failure of the on/off button was attributed to a folded membrane tail which had induced stress on the membrane tail tracks, resulting in a high resistance on track 13 (on_button). This had resulted in a latent failure of the membrane tail on track 13. The impact may have exacerbated this fault. Inability to switch on the device is likely to cause or contribute to a death or serious injury if the malfunction were to recur. The customer has received a replacement device. The folding of the membrane tail is being further investigated at the manufacturing facility.

Event description:
Customer reported failure of the on/off button after the device had sustained impact. Although investigation did not determine the date of the impact, the cause of the failure was traced to manufacturing. Inability to switch on the device is likely to cause or contribute to a death or serious injury if the malfunction were to recur. No patient involvement.